Event description:
It was reported that the customer received a button error alarm on the insulin pump. The battery in the customer's insulin pump was removed and reinserted. However, the issue persisted. The customer had high blood glucose levels. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.